Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: "coapt-like profile predicts long-term outcomes in patients with secondary mitraclip implantation."

Event description:
This is filed to report post procedure heart failure requiring hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to patient heart failure and hospitalization. Details are listed in the article, coapt-like profile predicts long-term outcomes in patients with secondary mitraclip implantation. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported heart failure cannot be determined. Heart failure is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.